Event description:
During a l4-s1 newport screw removal and revision, the instrument failure was at l5 on the right side. The newport screw was inserted and the driver used to adjust the depth of the screw was bent at the shaft of the screw. There was a 10 minute delay in surgery. There was no injury to the pt.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.